Event description:
It was reported that the patient presented in the operating room for a lead revision due to an elevated capture threshold and high pacing lead impedance on the rv lead. During the procedure an insulation anomaly was noted. The lead was capped and replaced. The patient experienced no adverse consequences as a result of the event.